Event description:
The manufacturer became aware of an allegation that an end user developed a allegation of upper respiratory issue while using an ds2adv auto CPAP. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Section h6 is updated in this report.

Manufacturer narrative:
Correction to the previously reported information: the manufacturer received information alleging upper respiratory issue on a ds2adv auto CPAP device. There was no serious patient harm or injury. Medical intervention was not specified. Based on the information available at this time of investigation, it was found that the reported allegation of upper respiratory issue was against a device which is not part of the recall. No death. No serious harm or injury was reported. Analysis of past events has not indicated an adverse event has occurred due to the reported allegation or would be likely to recur if the product allegation was to recur. No evidence of product malfunction in which the ability of the device to deliver the prescribed therapy to the published specifications would be impacted. In addition, a review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. This event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction.